Event description:
The account alleged the side rail latch is functioning intermittently. No pt impact.

Manufacturer narrative:
The technician replaced the latch spring on the side rail to resolve the issue.